Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported for right side "strong pain", "the prosthesis was out of place", "has the feeling that the prosthesis are ¿squeezing¿ from inside out, feels discomfort for 3 years, but thought it was normal. From one month to now, the pain became unbearable", "patient can¿t sleep due to the discomfort", "echography resulted in internal rupture". Healthcare professional reported "lobulated contours", "presence of incomplete septa, increase of the anteroposterior diameter, suggesting intracapsular rupture", "capsular contracture baker grade iii", "simple cysts". Treated with anti-inflammatory medications. The device remains implanted.

Event description:
The device has been explanted.